Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4)superseded by mdd CAPA-(B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon confirmation form and claimsuite alert records received. Scf and claimsuite alerts alleges alval/soft tissue reaction and high level of metal ions. Doi: (B)(6) 2009: dor: (B)(6) 2019: right.